Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a clinical study patient underwent fixation of a left femoral fracture with a nailing system. Approximately 9 months post-implantation, a distal locking screw was noted to be prominent. Subsequently, the distal locking screw was removed. The patient¿s condition resolved, and the patient completed the study. Attempts have been made and no further information has been provided.